Event description:
It was reported the commode seat has cracked.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
It was reported the commode seat has cracked.